Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 7754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that there was a complete explant due to lack of efficacy. It was unknown what led to the event. There were no diagnostics or troubleshooting performed. It was noted that the issue was not resolved at the time of this report but the patient was alive with no injury. The rep indicated the health care professional had no further information. Relevant medical history includes non-malignant pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97791, serial # unknown, product type accessory; product ID 97791, serial # unknown, product type accessory. Analysis of the implantable neurostimulator found no significant anomalies of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.